Event description:
It was reported that the patient presented to the operating room for a scheduled lumbar fusion at l3, l4 and l5. One surgeon performed part of the procedure including decompression of the l3-l4 region and a near complete facetectomy at l4-l5. A second surgeon then performed posterior lateral fusion using iliaccrest bone graft as well as some morselized local autograft combined with one large infuse kit. Post-op, the patient presented with two months of complaints including right-sided stiffness, episodic paresthesia of right lower extremity post to foot noted with sitting and laying. The patient underwent a lumbar MRI and reportedly showed generalized osteopytic spurring and generalized osteophyte/disc extending into both foramen at l4-l5. The patient began physical therapy for low back pain, tightness and numbness as well as difficulty walking distances and that he must now use a can to ambulate. It is reported that the patient underwent a second surgery including the removal of the segmental instrumentation, l3-l5, and exploration of fusion mass at l3-l5. During the procedure, surgeon indicated that a fusion mass had totally encased the pedicle screws and the rod construct and did not remove the rod screw construct on the left as there was a significant bony overgrowth that would have created additional morbidity of the patient.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 the patient underwent: 1) posterior lumbar fusion l3, l4 and l5. 2) posterior spinal instrumentation of l3, l4 and l5 with titanium instrumentation. 3) right iliac crest bone graft approximately 30 ml taken through a separate fascial incision for posterior spinal fusion. 4) local autograft for posterior spinal fusion approximately 15 to 20 ml. Preoperative diagnosis: lumbar spinal stenosis with post-discectomy instability. As per op notes: ¿surgeon dropped the wilson frame and performed gentle compression, restoring some lordosis. We then used the iliac crest bone graft as well as some morselized local autograft combined with one large rhbmp-2 kit. This was distributed evenly between both sides, performing an intertransverse process and posterior lateral fusion of facet joints, the pars and the superior articular processes.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.